Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08820. It was reported that when the patient presented in clinic for lead revision procedure, the device migration was observed. The device had been twisted because it was placed too shallow in the pocket and not tied down firmly enough. The device was placed deeper in pocket and tied down. No patient consequences were reported.